Event description:
Oracle ro 1223211: error code 1210 occurred. Patient involvement is unknown.

Manufacturer narrative:
The device was returned to smiths/ICU medical.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 09-may-2022 via email and attached to complaint object: this event did not happen while the device was in use with a patient. The issue was found during precheck of equipment.